Manufacturer narrative:
Additional manufacturer narrative stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that eleven (11) years, six (6) months post-implantation of this surgical bioprosthetic aortic heart valve, a transcatheter valve was implanted (valve-in-valve) due to aortic stenosis with a high gradient (mean/max gradient = 70/100 mmhg, respectively). A 26mm transcatheter valve was successfully implanted with no reported complications.